Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the device evaluation/inspection result with the kinked distal hypotube, the observed failure is a known phenomenon likely resulting from forcing the device through resistance. The device was returned to olympus and was evaluated. The device was returned in its original inner packaging, wrapped in a plastic bag. The original outer packaging was not returned. The lot was confirmed. The stylet was returned within the device. The syringe and stopcock and biopsy adapter valve were not returned. The handle lock is present and is able to slide and lock into all positions. When fully advanced, the needle was able to advance approximately 1.375 inches. The needle tip is sharp and without damage. When fully advancing the needle, there is some resistance in doing so. This could be a result of the heavy amount of dried blood, or also the bunched pebax. The sheath adjuster screw is able to rotate and lock into position. The connecting slider is able to slide into both locations. There is dried blood near the distal end of the sheath and needle. There is also some dried blood on the handle. In the main inner packaging of the device, the distal hypotube was taped inside. This would be consistent with the missing hypotube in the actual device. Based on this, the initial complaint can likely be confirmed. The instruction manual identifies the following related verbiage on page 13 of the device IFU (pn0008807_ah) which addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during an ebus (endobronchial ultrasound bronchoscopy) tbna procedure, the distal end of the needle detached from the catheter. The detached piece fell inside the patient. The detached part was retrieved from the patient, using an instrument with frontal view within a grasping forceps. There was a delay of nearly 20 minutes, the intended procedure was completed with another same device with no harm or injury to the patient. There was no user injury reported. Further communication with the user facility, olympus was informed of the following information: " duration of the procedure: about 45 minutes. Introduction of the ultrasound bronchoscope for multiple transbronchial aspirations of the left hilar lymph node (11 l). Subsequently, transbronchial aspirations of the subcarinal lymph node (ln7) are carried out, at the end of a needle aspiration, the needle is retracted and a fragment (2 cm) of the device used is observed in the main bronchus on the right. The foreign body is then removed with a flexible bronchoscope and foreign body forceps, without further complications. The extension of the procedure in not considered by the user to be a serious deterioration in the state of health of any person to which this medical device could have been a contributory cause.".